Event description:
Patient was to have s/c fluids over 20 hours. These fluids had been "resited" and commenced. Rate was set at 50ml/hr-checked after commencement, appeared satisfactory. Imed used previously with no reported problems. However, five hours later this infusion was completed (15 hours ahead of time). Site checked and found to be satisfactory. No patient treatment required.